Manufacturer narrative:
D4: full UDI is not available due to missing lot number. H6: a follow up report will be sent when the investigation is complete.

Event description:
It was reported that, during dbs surgery, the perforator did not stop when drilling through the skull and patient dura was damaged. It was further reported that medical intervention was required and the procedure was completed successfully. No further information available at this time.